Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the atrial lead. Provocative testing was performed and the lead noise was reproduced. No intervention has been done at this time and the patient will continue to be monitored.